Event description:
It was reported was reported to sales that an edwards valve was explanted from patient. The reason for explant and implant duration have not yet been provided despite multiple follow up attempts to obtain additional information form the healthcare provider.

Event description:
Medical records were provided and indicate that the patient was diagnosed with aortic stenosis after an implant duration of 9 years. Operative report details: "there was a fair amount of calcium in the aorta which was carefully debrided away. The valve was found. All three leaflets were fixed into place with calcification with almost no opening and somewhat of a central opening causing some aortic regurgitation. The valve was explanted by removing previously placed sutures and many pledgets....patient tolerated procedure well."

Manufacturer narrative:
Device evaluation: customer report of stenosis was confirmed. Moderate calcification was observed in the cusp areas of leaflets 2 and 3; minimal to moderate calcification was observed in the cusp area of leaflet 1. The free margin of leaflet 2 exhibited moderate calcification, free margin of leaflet 3 exhibited moderate calcification to heavy calcification. Calcification restricted mobility in the leaflets and led to stenosis. Minimal to moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice. Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice. Host tissue was moderate to heavy at the stent inflow and minimal at the stent outflow. Wireform was also exposed between commissure 1 and 2 on the outflow aspect. Customer reports of stenosis was confirmed thru evaluation to be caused by calcific tissue degeneration; calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. There is no information to suggest that a device quality deficiency contributed to this event, it is likely that the calcification is due to patient conditions. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections.

Manufacturer narrative:
Additional manufacturer narrative: the explanted device was received by edwards; however, evaluation has not yet been completed. Furthermore, attempts are ongoing with the healthcare provider to obtain patient records and additional details. Device evaluation and event details will be reported once available.